Event description:
It was reported that during surgery there are multiple lines in graft. It needs to be pushed very hard to use. Graft was able to be used, dermatome had to be pushed very hard to be able to use it. No additional surgery no harm no delay.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the device was not cutting properly; multiple lines in graft. The device was out of calibration at the 0 reading and the torque on the thickness control lever was loose. The vespel and semi-circle bearings were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.